Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023 with syncope. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). There was loss of capture noted on the lead. The physician performed testing on the patient and atrial lead noise was reproduced. No programming changes were made there were no adverse consequences to the patient.